Manufacturer narrative:
Product analysis: the product will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there was a slight increase in resistance noted while tracking the delivery catheter system (dcs) through the patient. As the dcs passed the aortic arch and during deployment of the valve, the patient complained of back pain. A loss of blood pressure was noted while the valve was in the annulus but not yet open. The valve was implanted quickly and an aortogram showed a transection in the descending aorta beneath the subclavian aorta junction. An intra-aortic balloon was placed over the transection and the patient was brought to the operating room. A stent graft was implanted but the patient expired. The patient was reported to have a dilated ascending aorta and a bicuspid native valve and the aortic curve was reported to be angled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.